Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that air leaked from the instrument channel, which caused water to enter the endoscope. As a result, black liquid which was a mixture of water and antifriction agent for the inside of the endoscope may have leaked out. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the device evaluation found a pinhole on the channel tube, and as a result, water tightness was lost. In addition, the following were noted: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; an abnormal sound was made due to damage on the angulation lever; the light guide bundle was slipping down; the image guide bundle had a stain; due to damage on the charged coupled device unit, image was foggy; due to a chip on the objective lens, a flare or ghost occurs on the image; the control unit was sticky due to water leakage; the up/down angulation lever plate and the universal cord were sticky; the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera bronchofibervideoscope had an unknown, black liquid came out from the tip. The issue was found during reprocessing. The intended procedure was a diagnostic virtual-assisted lung mapping (val) procedure, which was completed without any delay or problems. There were no reports of patient harm.